Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) displayed maintenance required: code #1.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) displayed maintenance required: code #1. No patient was involved.

Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) had maintenance required code#1. The failure reason of maintenance required code#1 repair. Getinge field service engineer (fse) power-on test failed,k6.k7. K8 valve abnormal, maintenance kit, battery, safety disk need to be replaced, assembly, pressure / vacuum reservoir, hours: 94900. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.